Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 09 sept 2021 section h3: device returned to manufacturer: yes device evaluation: visual inspection under magnification revealed an uncoated cartridge with a stuck iol inside. There is viscoelastic residue inside the cartridge. The lens was removed from the cartridge, but the iol became torn and a haptic detached in the process. The lens was cleaned and a damaged haptic (bent) was also observed. The complaint issue was confirmed; however, based on the return condition of the lens, no further product evaluation could be performed and it cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
(B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens injection, it was found that the intraocular lens haptic was broken and could not be implanted. A new intraocular lens was used and the surgery was uneventful. Product not available for return. It is unclear if issue occurred with patient contact or not. No further information available.